Manufacturer narrative:
The insulin pump was monitored for several days and no blank display; no unexpected hot anomalies noted, no unexpected high pitched sound and buzzing anomalies noted. However, the insulin pump was received with normal operating currents and passed the self test, a21 error test and off no power test. No damage was found on the lcd isolation tape noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump was also making a high pitched sound and was buzzing. After troubleshooting the display did not return. The insulin pump vibrated and made a beep sound but no display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.